Event description:
Additional information was received that during a change out procedure the physician attempted to remove this right ventricular (rv) lead again without success. The rv lead was re-capped.